Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following right inguinal hernia surgery using the mesh with the lichtenstein technique, the patient experienced chronic neuropathic pain in the right inguinal region, triggered by pressure or sitting for more than 20¿30 minutes, as well as physical limitations due to pain. Post-operative neuropathic pain was confirmed with a positive tinel sign and a positive xylocaine test. The pain persisted in all positions, including sitting, standing, and lying down. A reoperation was performed for post-operative neuropathic pain. After a hiatal hernia operation, the patient reported persistent burns and intercostal pain, pressure limitation on the torso and arms, and an inability to support themselves on the torso or stomach. Intensive care admission for five days followed the hiatal hernia surgery, with the reason not explained. Prior to the right inguinal hernia surgery, the patient had a very bothersome right inguinal hernia and a history of right inguinal hernia surgery in childhood. Despite cataract surgery, the patient reported insufficient vision. Ultrasound and abdominal-pelvic computed tomography scans were conducted and detected nothing. Analgesics and anti-inflammatories were administered as part of post-operative care.